Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the wake button was glued together and not working well. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.